Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a that the ok button was under responsive to button presses. The reporter indicated that the pump keypad was intact however the pump had noted moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 07/08/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the pump keypad was observed to be intact with no noted peeling or other damage. During testing, the pump was observed to have moisture evident behind the display screen and when the pump powered on, the display screen was blank and there was no functional vibration. The pump keypad response was unable to be tested due to the moisture ingress issue. The keypad was removed and contamination was observed under the button contacts. A pump leak test found that the pump display screen was leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.